Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, missing retainer, missing reservoir tube o-ring and fading serial number label. Analysis was unable to perform displacement test due to missing retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was broken at the reservoir connection. It was reported that the retainer ring and o-rings were missing. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.